Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/26/2023, it was reported by a sales representative via (B)(4) that an ar-200c console, an ar-300b burr attachment, and an ar-200m motor with cable were being used in a case and the console kept shorting out, and any time it was turned off it shut off right way. The handpiece was malfunctioning. There was no additional information provided, additional information has been requested. Additional information was provided on 09/28/2023. It was reported that this event occurred during a mis bunion case on (B)(6) 2023. There was no issue with the ar-300b. The case was completed utilizing another ar-200m. There was no effect on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing.